Manufacturer narrative:
Testing of actual/suspected device: (10/213) during the semi-annual maintenance the getinge field service engineer (fse) found that the display froze up while in service mode, he rebooted the cs300 and then the device would not boot in normal operation. He investigated the cs300 that would not reboot and found that the software c01i/ c01d had corrupted. To fix the issue, he replaced both datasettes and reviewed the logs and found no major failure codes. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the software froze and the cs300 intra-aortic balloon pump (iabp) would not reboot. There was no patient involvement, and no adverse event reported.